Manufacturer narrative:
The customer¿s report of a pcu system error 800.8000 that occurred while infusing on a patient was confirmed. The pcu error log identified an error code 800.8000.0 (general os fault). The pcu event log shows prior to the recorded error the user programmed consecutive ¿infusion restores¿ (soft key 11). The software anomaly occurs after the 2nd lvp¿s infusion is restored and started. The system error will result in an audio alarm that cannot be silenced and the pcu displays an error code of 255-16-275 (800.8000). The software error was also replicated by following the user¿s programming steps from the event log. The root cause is a software issue. When a system error occurs, all active modules will continue to infuse but in an alarm state.

Event description:
The customer reported a pcu system error of 800.8000 occurred while infusing on a patient and all settings were lost. There was no patient harm.